Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion tests. No motor error alarm or audio/beep anomaly was noted. The unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). The device was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump also had a minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 274 mg/dl. The customer did not observe any significant events leading to the alarm but later reported that she had a magnetic resonance image taken. She did not indicate whether the device had been exposed to the magnetic field. The customer was able to complete the rewind sequence. She stated that she can hardly see and that she experienced difficulty programming the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.